Event description:
Waffle cushion deflated while patient was using cushion in chair. The chair cushion is utilized for pressure reduction for skin care. If this product is deflated, it increases the risk for patient acquired pressure injuries. Manufacturer response for pressure reduction cushion, static air seat cushion (per site reporter). Equipment failure reported to complaints.us@molnklycke.com. Manufacturer assigned case number. Equipment sent out. Complaint samples iimed via fedex.